Event description:
Catheter tip dislodgement during transjugular liver biopsy. On (B)(6) 2013, this pt with a history of orthotopic liver transplant, was admitted to rush for transjugular liver biopsy with pressures to evaluate allograft function and for treatment of possible cellular rejection. During the procedure, the tip of the catheter broke off and was dislodged into the left pulmonary artery. Using a right femoral vein approach, the catheter was retrieved with an en snare device without complication. The pt was discharged home in stable condition that same day. Though the catheter was retained, but the specific packaging info was not.